Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The customer reported that the spigot protector on the exeter stem is too thick to for the instrumentation. The exeter stem was inserted by hand. No surgical delay, but ¿surgical flow disrupted¿ and an alteration of surgical technique due to being unable to attach the implant to the implant introducer.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding damage involving an exeter spigot protector was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Return of the device is needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not returned to the manufacturer.

Event description:
The customer reported that the spigot protector on the exeter stem is too thick to for the instrumentation. The exeter stem was inserted by hand. No surgical delay, but 'surgical flow disrupted' and an alteration of surgical technique due to being unable to attach the implant to the implant introducer.